Event description:
The customer reported that the system hand switch and foot switch were both damaged and not functioning. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch and foot switch were both replaced during the service call. The system was tested and found to be working as intended and put back into service.